Manufacturer narrative:
Investigation outcome. The ventilator was reported to become unresponsive during operation, with frozen graphics, absence of detected flow, and active alarming while not responding to user input. No patient involvement or clinical impact was reported. No log files were provided. Multiple follow-up attempts were made to obtain additional information; however, no response was received from the customer and no further actions could be taken. No additional complaints have been registered for this device. Due to lack of feedback and insufficient data, the complaint is considered closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: graphics froze and there wans't any flow, it was alarming and it wasn't responding. No patient involvement.